Event description:
I used super poligrip and fixodent from approx. (B)(6) 1989 - present. While I was using poligrip and fixodent, I began experiencing numbness, tingling and spasms in my extremities. My blood tests taken have showed that I had low levels of copper and high levels of zinc in my blood. I have been diagnosed with chronic anemia. I'm still testing because I want to know why I'm feeling this way and having weakness, tingling and numbness in my legs, feet, hands, and fingers. My knees are very weak, as to my legs causing me to walk with a limp. Event after use stopped. Used 3-4 times daily.